Event description:
During follow-up, post-sensed t-wave oversensing due to low r-wave and high t-waves were observed on the right ventricular lead. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed. The patient was in stable condition.